Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same day as event onset, the patient was treated with injection of vancomycin (1 gm per day) and injection of meropenem (1 gram per day) for the peritonitis. The patient was recovering from the peritonitis event. One day after the peritonitis diagnosis, the patient passed away. The cause of death was reported as low blood pressure. Pd therapy was ongoing prior to and at the time of death. No additional information is available.